Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 300 mg/dl when tested in one hand and then the other hand was 90 mg/dl. The cause of the high bg was unknown to the customer. The customer did confirm with a dexcom reader that the bg level was normal.